Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft (enew2828c80ee) was intended to be implanted during the endovascular exclusion treatment of a 260mm type b abdominal aortic dissection. Stent graft (vamf3232c200ee) and endurant stent graft (enew2828c80ee) were intended to be positioned from the rear edge of lsa. The endurant stent (enew2828c80ee) was to be used as a restrictive stent to protect the distal blood vessels and extend the graft area. Due to its smaller diameter, the deployment order required the placing of the endurant stent (enew2828c80ee) distally first, followed by the proximal placement of stent graft (vamf3232c200ee). It was reported during the index procedure, the endurant stent graft (enew2828c80ee) successfully entered the vascular cavity. However, when the physician attempted to deploy the stent by rotating the blue handle, the rotation module failed, preventing the stent deploying within the patient's body. To ensure the patient's safety, the physician decided to not try other deployment methods and instead withdrew the problematic stent instead. The stent was replaced with a new one of the same model, which was implanted successfully, completing the treatment. Per the physician the cause of the delivery system failure was undetermined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the delivery system returned with the previously deployed stent graft. The external slider was in the home position. A severe kink with spiral separation was evident to the graft cover and spiral tubing at the end of the stent stop cup. Multiple kinks were visible along the graft cover towards the tip. Longitudinal scratches were observed on the graft cover. There was no issue retracting and advancing the graft cover using the external slider and the release trigger. The external slider was disassembled. There were no scratches visible to the inner slider and no burr observed on the end of the spring. The reported deployment/expansion issue could not conclusively be determined; however based on the analysis deformation in-vivo was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported deployment difficulty could not be confirmed based on the limited films provided; therefore, the cause of the event could not be determined. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy and procedural angiograms showing the deployment attempts were not available for a thorough review of the reported event. B5; additional information received: it was confirmed there was no damage to the delivery system or packaging noted before insertion into the patient. The deployment steps were followed per the IFU. The external slider was rotated in the correct position per the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.